Event description:
I bought new crutches from (B)(6) brand "quick-fit crutches", they are marketed by (B)(6) company and manufactured in (B)(4). Brief touching of the metal part of the crutches by hands has very strong test of metal in the mouth. The crutches are made of light metal of aluminum or aluminum composite. I have serious concern that these easy release of this metal may have ramifications on the health of the users. Please check it and keep me informed.